Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low scan on the adc device compared to an unspecified reading obtained on the built-in precision. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced nausea, a loss of consciousness, and was unable to self-treat requiring glucose under the customer's tongue from a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.